Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 71 mg/dl "after eating three doughnuts". Reportedly, the customer was using fiasp within their pump supplies. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and "MRI [magnetic resonance imaging], EKG [electrocardiogram], and full panel blood work" were performed. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.